Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced signal too low alarm. The customer's blood glucose value was 113 mg/dl. The customer reported a beep and does not know what it is. The customer reviewed the alarms in january and was not able to clear it. The customer was assisted with self-test and it passed. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected external ram crc error alarm anomaly noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.